Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the prime test due to faulty force sensor resistor. The insulin pump was unable to perform basic occlusion, occlusion, excessive no delivery and displacement test due to compromised force sensor system alarm. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a compromised force sensor system alarm. The customer's blood glucose was 570 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was unable to troubleshoot for the high blood glucose due to compromised force sensor system alarm. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.